Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn0851 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported via ms&s "he states placed 5f tl power PICC on (B)(6) 2021. She reports that the guidewire with the 3cg magnet broke off into the patient during the insertion of the PICC. A cardiac cath was performed to attempt to retrieve the broken off piece from the patient but was unsuccessful. They are transferring the patient to another facility. No adverse effects noted to patient as of today." Ms&s response "discussed possible causes such as accidently nicking the stiffening stylet when cutting the PICC, pulling the guidewire back while the needle is held in place or guidewire getting hung up on a valve. Advised the customer to hold on the to guidewire and any other parts of the kit he still has in order to return them to complaints if required. Case forwarded to product complaints via email."